Event description:
Leica biosystems received a complaint regarding sub-optimal processing of small biopsy blocks, which were put on to process on friday evening using a 2hr program with a delayed start to finish on the following monday morning. (B)(4). On (B)(6) 2013, leica biosystems received information from the laboratory confirming that gastro-intestinal biopsy samples from two (2) patients were not diagnosable and indicating that re-biopsy of these patients had been suggested if clinically appropriate. As at (B)(6) 2013, confirmation as to whether re-biopsy of one or both of these patients has occurred has not been provided.

Manufacturer narrative:
The engineering and technical investigation conducted by global technical support based on evaluation of the logs downloaded from the instrument found a small reduction in the wax line heater temperature in two (2) of the quick clean runs only completed between (B)(6) 2013. This finding indicates a small leak in the retort wax valve. This small leak would allow reagents in the retort to contaminate the wax line resulting in the contamination of waxes used in a subsequent processing run(s) and ultimately resulting in the sub-optimal tissue processing reported. Investigation of this complaint found that the instrument was out of specification in a manner that caused the sub-optimal tissue processing from the "factory 2 hr xylene free" protocol started in retort b at 16:49pm on (B)(6) 2013 reported by the complainant. The root cause for the sub-optimal tissue processing reported was a small retort wax valve leak.